Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Critical random access memory parity error occurred on (B)(6) 2016. The por severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the device experienced power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.